Event description:
It was reported by a distributor that particulate matter was found in the inner pouch. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: particulates found either on or potentially inside devices that are designed to be utilized inside blood vessels have much greater consequences for the surgical patient. As this device is intended to be used inside of blood vessels, particulate matter on or potentially inside this device has a potential to introduce the particulate directly into the vascular system. In a worst-case scenario, this may lead to a compromise in blood flow through that vessel causing thrombosis or embolism. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.